Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The contact reported the customer had been experiencing low blood glucose (bg) levels all day with a reported bg of 55 mg/dl. Glucose tablets and snacks were used to address the low bg's. The contact believes the basal rate is too high and needs adjusting. Customer technical services recommended contact speak with their health care professional about the possibility of adjusting settings.